Manufacturer narrative:
Investigation is in progress, evaluation and conclusion is not completed. This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is completed.

Event description:
The account stated they generated low flags on the commander fpc with htlv-I/ii reagent lot 55489m100 during lot receipt testing. The account performed htlv-I/ii eia testing in parallel with two lots. The previous lot performed acceptably, but the new reagent lot of 55489m100 generated 12 low flags for both known reactive and known nonreactive bbi specimens out of a total of 40 specimens tested. The specimens were repeated using the same reagent lot with expected results of no low flags. Service was requested for the commander fpc and the pipetter was found to be in alignment. No specific patient information is available. No impact to patient management was reported.